Manufacturer narrative:
Additional information was received indicating there was no patient involvement and the date of the event was (B)(6) 2019.

Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed a medium alarm displayed: pump settings and patient data lost. The pump passed all functional tests and the reported issue was unable to be duplicated. The pump was tested in twenty-four (24) hour run with no issue found. The problem source could not be identified. The microprocessor board was replaced as a preventive measure. Based on the investigation, the blank screen and beeping complaint allegation was not confirmed. Correction: sex: unknown, no info avaialble on patient involvement.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump was beeping with blank screen. No adverse effect reported.